Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device was previously remediated, mechanism defective. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the closer regulator was disconnected from the mechanism chassis and was preventing proper closing of the cassette door when a cassette was loaded.